Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "this email is to report a compliance concern for the depuy anterior hip trays. This event occurred on 2/22/24 and included a total of 8 trays being rejected due to integrity concerns of the inside of the trays which resulted in small back specks being observed at the bottom of the trays upon opening the trays for a surgical procedure. The contamination of the trays included primary trays and back-up trays and resulted in a case cancellation due to not having the appropriate trays to proceed with the case" the product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo/x-ray investigation revealed that aanterior approach case base had small back specks at the bottom of the tray. The observed condition is likely due to improper cleaning/sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the anterior approach case base would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
This event included trays being rejected due to integrity concerns of the inside of the trays which resulted in small back specks being observed at the bottom of the trays upon opening the trays for a surgical procedure. The contamination of the trays included primary trays and back-up trays and resulted in a case cancellation due to not having the appropriate trays to proceed with the case.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.